Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a straight probe was found to be bent during a routine inspection outside of surgery and the tip broke off while it was attempted to be straightened. There was no patient present.

Manufacturer narrative:
The returned probe was evaluated. The tip of the device has fractured as reported. The cause is attributed to unintentional use error; the device was bent and the tip broke off while the user tried to straighten it. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.